Manufacturer narrative:
(B)(4). Report source: foreign: germany. Review of the most recent repair record determined that the device was out of calibration, sample graft cut failed, and cutter was damaged. The cutter was replaced and unit recalibrated which resolved the reported issues. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a skin graft instrument was returned for preventative maintenance. Additional review of the product identified a calibration issue and a damaged cutter which failed a sample graft cut. No adverse events have been reported as a result of this malfunction.